Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 7 months due to unknown reasons. The explanted valve was replaced with a 19mm 11500a inspiris relisa aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records, that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 7 months due to severe stenosis and regurgitation. The patient presented with shortness of breath. The explanted valve was replaced with a 19mm 11500a inspiris resilia aortic valve. Per medical records, the patient presented with shortness of breath. Echocardiogram revealed severe aortic stenosis with a gradient of 49-59 mmhg and regurgitation and vegetation on pacemaker wires. The patient underwent a redo sternotomy in which the 21mm 3300 tfx was explanted. Intraoperatively found that the aortic root was small and the previous valve struts were adherent to the wall of the ascending aorta and were extremely calcified. By removing the previous valve resulted in a significant defect bellow the commissure between the left and right coronaries where a cormatrix patch had been inserted previously. Attempt was initiated to enlarge the aortic root with a bovine pericardial patch to resuspend the mitral curtin from the commissure between the left and right coronaries. A 19 mm 11500 inspiris resilia aortic valve was implanted successfully without patient prosthesis mismatch. Tee demonstrated no aortic pvl and mean gradient 28mmhg. The patient is a 35-year-old female. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.